Manufacturer narrative:
The device was returned for physical evaluation. An attempt to inflate the balloon from the returned device revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a micro tear in the balloon, approximately 8 mm from the balloon's proximal tip. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. The review of the lhr (f1526101) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported that the mynx vascular closure device had a balloon loss of pressure event while deploying the unit. The device was prepped per protocol, inserted into the patient and upon inflating the balloon, the inflation indicator did not remain out (white/black/white). The device was removed from the patient and upon inflating the balloon on the scrub table, it was found to have a leak in the balloon. Another mynx ace vascular closure device was opened and inserted into the same introducer sheath and deployed successfully. There were no consequences to the patient. No additional information is available. Additional information: at prep, the black marker on the inflation indicator was fully exposed. There was no resistance while inserting the device. There was no resistance while pulling back. Procedure type: lower extremity intervention left femoral vessel size: 6 mm sheath size: 6f stick location: femoral artery.